Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. Customer requested deep disinfection to solve the reported contamination. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication it can be highlighted that the device is cleaned regularly according to the instruction for use and it is monitored weekly for hydrogen peroxide concentration. Moreover, the device is placed outside the operation theatre and the hospital user does not use reusable heating blankets for the patient. Complaints database analysis revealed two similar events since unit installation the root cause of the event could not be established

Event description:
See initial report.